Event description:
It was reported that the nurse stated that they started rewarming at 2130. The patient temperature got up to 34c but has seemed to stop warming now. The device was alarming 113. Confirmed water flow rate (wfr) was 0.4 l/min. Explained flow rate and correlation with heater capacity. Had nurse stop therapy, empty the pad, and disconnect. Had nurse straighten the tubing and confirm no kinks or bends, nurse stated one of the pad tubing did seem to be slightly kinked. Had nurse reconnect pad with proper technique and resume therapy. After a few minutes, water flow rate (wfr) was 0.9 l/min. Nurse would monitor and call back with any issues.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. Pfmea ra7600780, revision 22, was performed for this investigation. The reported event is addressed in step/item #24 with potential failure mode is "low flow / restricted due to overheating of materials during lamination process, water flow path compromised". Based on this review the risk is within the expected range. Current controls in place to mitigate this failure include: su-1090. Manufacturing procedure / inspection. Drawing. Leak test tm7600514 (100%). Visual aid vs6003o, vs6043o and vs6033o. Flow rate test tm7600515. Baw7667064, rev 0 was reviewed for this investigation. The labeling is found to be adequate. The baw is attached to the investigation overview element. A DHR could not be performed since no lot number was provided. Correction: d. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that they started rewarming at 2130. The patient temperature got up to 34c but has seemed to stop warming now. The device was alarming 113. Confirmed water flow rate (wfr) was 0.4 l/min. Explained flow rate and correlation with heater capacity. Had nurse stop therapy, empty the pad, and disconnect. Had nurse straighten the tubing and confirm no kinks or bends, nurse stated one of the pad tubing did seem to be slightly kinked. Had nurse reconnect pad with proper technique and resume therapy. After a few minutes, water flow rate (wfr) was 0.9 l/min. Nurse would monitor and call back with any issues.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. The reported event is addressed in step/item #24 with potential failure mode is low flow / restricted due to overheating of materials during lamination process, water flow path compromised. Based on this review the risk is within the expected range. The labeling is found to be adequate. The baw is attached to the investigation overview element. A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. Corrections: d, e, g UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that they started rewarming at 2130. The patient temperature got up to 34c but has seemed to stop warming now. The device was alarming 113. Confirmed water flow rate (wfr) was 0.4 l/min. Explained flow rate and correlation with heater capacity. Had nurse stop therapy, empty the pad, and disconnect. Had nurse straighten the tubing and confirm no kinks or bends, nurse stated one of the pad tubing did seem to be slightly kinked. Had nurse reconnect pad with proper technique and resume therapy. After a few minutes, water flow rate (wfr) was 0.9 l/min. Nurse would monitor and call back with any issues.